Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. The customer declined further troubleshooting with tandem technical support. No additional information was provided.